Event description:
The stopcock part of the device broke off, or detached, during the case and the manual inflate cuff would not inflate. The unit was intra-operatively changed out with no consequence reported for the pt.